Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center. The device was visually inspected. The manufacturer confirmed the fire originated external to the device. The fire was observed at the user end of the tygon oxygen tubing and based on the burning characteristics of the tubing, it only burns when an ignition source is present during oxygen use . There was no evidence of thermal damage internally to the device. There was no evidence found to indicate that the device malfunctioned or would cause the fire. Product labeling states, " oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes the device did not cause the fire. The fire was caused by an external source and not the device.